Manufacturer narrative:
Citation: al-azizi et al. Impact of measured and predicted patient-prosthesis mismatch on quality-of-life following transcatheter aortic valve implantation. Struct heart. 2025 nov 10;10(1):100759. Doi: 10.1016/j.shj.2025.100759. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact patient¿prosthesis mismatch on the quality of life following transcatheter aortic valve implantation (tavi). The study population included 3,013 patients who were predominantly female with a mean age of 80 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, or evolut pro bioprosthetic valves. Among all patients, clinical observations included: patient-prosthesis mismatch. The authors concluded that tavi led to significant improvements in new york heart association (nyha) classification and that severe patient-prosthesis mismatch (ppm) was not associated with inferior quality of life outcomes. No further information was provided pertaining to medtronic products.